Event description:
It was reported that an unspecified transmitter error was found occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. Bin file analysis was performed and failed. A review of the share logs was performed and transmitter failed error was found was found within the investigation window. The allegation was confirmed. The probable cause was determined to be transmitter failed error. The reported event of an unspecified transmitter error is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.